Event description:
It was reported to philips that the equipment did not start. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) examined the system remotely and confirmed that the equipment did not start. The rse confirmed that the system stopped when the model number of the monitor was displayed on the data monitor. The layout gridline is displayed on the flexvision monitor. Turning the power back on did not improve the situation. Customer was using a mobile c-arm for examinations. Rse instructed the customer to open the main cabinet door and check the host computer, and the customer discovered that the host computer's power was turned on. To resolve the issue, rse instructed the customer to use the power button on the chassis to switch it off and then back on, and the system restarted normally, but the date had been reset to 2011, thus rse requested that the date to be corrected from the options menu. After repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected.